Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, the type of contamination has been documented as dust on the blower box. Additionally, an error indicating the detachable battery is connected but the device does not recognize the connection was observed. The technician recommended replacing the device's detachable battery to address the issue. The device's missing rubber feet and o-rings require replacement. No further investigation is required at this time.